Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Based on the photo sample, it was observed that the catheter balloon was asymmetrically inflated. However, it is unknown if the balloon was under inflated which could also cause the asymmetrical balloon issue. Besides, no functional testing could be performed as only photo sample is provided. Therefore, the reported event is inconclusive due to poor sample condition. The potential root cause for this failure mode could be user related (example: under-inflation during use)/ assembly of the balloon to the shaft/ uneven thickness of balloon. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the foley catheter balloon was inflated unevenly.